Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice in (B)(6). Customer's blood glucose level was around 300 mg/dl. The customer had a virus during her first hospitalization and on her second hospitalization she experienced a diabetic ketoacidosis. She was throwing up and could not stop. The customer was given antibiotics and IV fluids. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.